Manufacturer narrative:
(B)(4). This device was rec'd from the user on 01/05/2010. The investigation has not yet been performed. This report is for notification purposes only. The entire system was removed as a unit. There were no pt injuries.

Event description:
During an interventional procedure, an eagle eye gold ivus catheter was used with a guide catheter of an incorrect size and became lodged within the guide catheter and bound with the guidewire. The guide catheter, guidewire and ivus catheter had to be removed and guidewire position was lost. The pt experienced no adverse events and there was no delay in the pt's discharge from the hosp.